Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had infusion reflux was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was having issues with their neonatal PICC lines and had concerns with lines backing up and the length of time for the pump module to alarm for an engaged clamp. There was patient involvement and it noted that "multiple" patients were impacted by these issues.